Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing left ventricular (lv) stimulation from the lv lead. The lv lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.